Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 127 mg/dl. Customer did an infusion set change and stated that it resolved the alarm. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.